Event description:
Baxter singapore reported a transfer set with a crack in the tubing, which resulted in a leak. The home pt (hp) received his dialysis catheter on 12/21/1998, and the leakage was noted about 15 days later. At this time. The transfer set was not changed and no medical intervention was initiated. On 02/28/1999, the pt was diagnosed with peritonitis and hospitalized for 2-3 weeks. He received the following antibiotics: cefazolin sodium, amikacin, and sultamicillin (dosages unk).